Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative regarding the patient who was implanted with a neurostimulator. The patient reported that they had erosion of the skin on the implant site. The patient also referenced infection and reported symptoms of infections (fever). The rep suggested that the patient go to the hospital for a medical examination. The patient contacted the hospital and scheduled an appointment for a medical examination for the morning of (B)(6) 2018. No diagnostics or troubleshooting was performed. No surgical intervention occurred and it was unknown if surgical intervention was planned. The patient was alive with no injury. The issue occurred during normal use. Additional information was received from the manufacturer representative. It was reported that the patient went to a hospital and a physician did a medical examination. On (B)(6) 2018, the ins was to be explanted. Infection was confirmed, and the patient was given antibiotics for the infection. It was noted that this information was confirmed with the physician/account.